Event description:
There was no patient involved in this event. The device is depleting pad-paks. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The information obtained from this device indicated that the device was first installed on 11th april 2010 and successfully carried out weekly self-tests until a failed self test on (B)(4) 2010. After this date the history log reveals significant fluctuations in the voltages at the time of the fails. The pogo-pins in the device were considered faulty as it would appear there is a poor connection between the pad and pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are multi-use.